Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) presented low impedance measurements out of range and loss of capture on the right atrial channel. It was decided to explant this device. A new device was implanted instead. This device was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations and the premature battery depletion confirmed by the product analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) presented low impedance measurements out of range and loss of capture on the right atrial channel. It was decided to explant this device. A new device was implanted instead. No additional adverse patient effects were reported.